Event description:
New information indicates that high capture thresholds were noted in the lv lead. The patient was in stable condition with no adverse events.

Event description:
It was reported that the left ventricular (lv) lead was capped on (B)(6) 2026 for unspecified reason. No further information was reported.